Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Investigation: no lot available and no returned product. Dentist refuses to give this information. For this, no investigation of return/retain sample can be conducted.

Event description:
In this event it is reported that p&bond active stand.ref. That was used in treatment, the dentist observed a chemical burn on the soft tissue of a patient after contact. Duration of exposure, exposure to other irritants (e.g. Etchant), location and severity of burn are unknown. Product could not be returned for analysis.